Event description:
Product received with the attached note stating "leaking when flushed - (B)(6) 2015" ((B)(4)). No additional event information provided.

Manufacturer narrative:
The customer¿s report that leaking occurred when the valve was flushed was not replicated or confirmed. Visual inspection of the valve noted no cracks, crazing or other anomalies. Functional and pressure testing was performed; there was no leaking observed. The root cause that leaking when flushed was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.